Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse encountering some issues with the foley catheters since they converted over to the latex catheters. The most prevalent issue was related to leakage and have multiple issues with leaking around the catheter. In these cases the leaking began after the catheters were in several days without issues. Also stated that there were instances where the user had retention at the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases, sediment was noted which was not in the second one. The third issue was related to the temperature component which was not working. In several instances, it did not work at all and it only works when the user positioned in a certain way and then it gave a high temperature that was not confirmed orally or rectally.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. An eggshell foley 2-way temp sensing catheter and drainage bag were returned opened without original packaging. Di water was attempted to be passed through the drainage lumen using a slip tip syringe. The water was not able to be passed and flow back out from the drainage funnel. A potential root cause for this failure could be "biological encrustation resulting in blockage." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is unlikely to be caused by the user violating the instruction for use (IFU). H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse had encountered some issues with the foleys since they converted over to the latex catheters. The most prevalent issue was related to leaking and have multiple issues with leaking around the catheter. In these cases, the leaking began after the catheters had been in several days without issue. It was also stated there were instances where the user had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediments was noted which was not in the second one. The third issue was related to the temperature component which was not working. In several instances, it did not work at all and the several times it only works when the user positioned in a certain way and then it gave an erroneously high temperature that was not confirmed orally or rectally. Per follow up on (B)(6) 2021, for the second sample, customer stated that the most prevalent issue was related to leaking. Customer had multiple issues with leaking around the catheter. In these cases, the leaking began after the catheters had been in several days without issue. Two instances where customer had retention and to the point where the bladder became so full that it flooded the bed around the catheter. In one of the cases sediments was noted, not in the second. It was stated that the third issue was related to the temp component not working. In several instances it did not work at all, several it only works when positioned in a certain way, then a third where it gave an erroneously high temperature that was not confirmed orally or rectally. Per investigator notification on 19nov2021, as two returned catheters (subassembly serial # (B)(6)) were found not to be within batch #ngey1940 and contained no reported defects post-evaluation.